Event description:
Customer reports unk quantity of standard bore t-connector extension set in which male adaptor separated from the catheter during pt use. No report of injury or medical intervention. Actual sample was discarded but companion sets are available for evaluation. No add'l info available at this time.